Event description:
Customer reportedly obtained results of 45mg/dl, 148mg/dl, 118mg/dl, 79mg/dl, 88mg/dl, 194mg/dl and 110mg/dl on the advantage system within 10 minutes. Customer ate a banana in response to the results and symptoms. No adverse event reported. Requested return of suspect system and replacement was sent.